Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor initially failed to pair with the ilet pump, and the pump did not show glucose data even though it initially entered the warm-up period, with no associated alerts; after guidance, the user scanned the sensor with the ilet mobile app and pairing completed. No adverse clinical symptoms reported. Outcomes included restoration of sensor-pump connectivity with no health impact. User support included customer support troubleshooting and user education on proper sensor pairing workflow. Investigation of this case revealed that the sensor had not completed pairing to the pump until it was scanned via the app, consistent with a pairing process issue without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related pairing sequence.